Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure and software error detected along with failed battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump stopped respond in last week. The self test was performed and found hardware low level failure alarm. The insulin pump will not be returned for analysis.